Event description:
The following was reported by the customer "we had another incident recently where a probe was reading high (20%) vs abg. The pt has an pao2 of 36 and spo2 of 75% (art line - yes). A second probe was used alternate sight - and transiently read accurately low (for about 10-15 mins) then reverted to a high spo2 (again re-confirmed with abg). We then tried the forehead probe which did the same. An incident report was filed and samir was checking out the cable to make sure not an equipment issues".

Manufacturer narrative:
Multiple attempts for product return and additional info requests were made. The unit has not been returned to allow an analysis to be performed. If new info is obtained, a follow up report will be submitted.